Event description:
Small particles of foreign material were discovered by the hcp in the circuit during prime. The extracorporeal circuit was not discarded and was not changed-out at set-up. Instead, the user indicated they re-circulated the prime solution attempting to filter and remove the fm from the circuit prior to use. The hcp alleges pt neurological complications, following ECMO support, caused by particles in the circuit.